Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause: based on info contained in the file, the root cause is most likely unrelated to the product. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 6/16/2011 by phone, fax and mail. A completed questionnaire was received on 6/28/2011. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his eye tires easily; and his vision is cloudy and blurry which interferes with depth perception. In a f/u, the surgeon reported, in his opinion, the lens did not cause/contribute to the event. He stated, the pt chose to be targeted for better distance vision, which has been achieved, the surgeon reported the pt continues to hav blurred vision at near; but will resolve if the pt wears readers.